Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump buttons are not responding. The customer's blood glucose value was 5.6 mmol/l. Customer also states insulin pump had frozen display. Customer reports the time clock advances. The insulin pump will not be returned for analysis.